Event description:
It was reported that the customer's insulin pump was not delivering insulin as it should be, and the customer was experiencing high blood glucose. The customer stated that over four or five days he noticed that the reservoir was not emptying as much as before and he believes the insulin pump was not functioning properly. The blood glucose was 21mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. It was mentioned that the customer visited a museum and the insulin pump was exposed to a high magnetic field. Performed the displacement test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete testing due to prime anomaly. Cracked case on lcd display window corners, scratched lcd window, cracked battery tube threads, missing end cap sticker and bleeding lcd glass noted during visual inspection.